Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications but strips returned from patient were moist. We tested the suspected meter returned from patient: the standby current test is 1.3ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (same strip lot as patient's strip: d151210-1). The control solution tests for level low are 54/50 mg/dl; for level high are 254/256 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. We tested the returned strips from patient (strip lot number: d151210-1) with patient's meter. The control solution tests for level low were 68/70 mg/dl; for level high were 310/307 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. Most results were out of the acceptance range. According to above tests, the results of incorrect reading might because of moist strips due to patient storing the strips in a uncontrolled or improper environment.

Event description:
Our importer, (B)(4) received a call on 08/25/2016 reporting a medical intervention that occurred on (B)(6) 2016 around 12pm. Patient's (lm) daughter db called in stating that lm's meter was giving results higher than she believed it should. Db stated that the reading on the prodigy meter at the time of the event was between 200-400mg/dl. Several other tests were performed with results within the same range. Lm was experiencing symptoms of shortness of breath. Lm's normal blood glucose reading around the time of day of the event is between 70-110mg/dl. Lm had eaten breakfast and taken medication prior to the event which included lipitor, beta blocker, pravadoline, glipizide, albuterol, omeprazole, zoloft and a aspirin. Db drove lm the ER approximately 30 minutes after testing with the prodigy meter. Lm's blood glucose upon arrival at the ER was 99mg/dl. Lm was admitted to hospital. According to db, lm was put on steroids for reasons unknown. Lm's blood glucose upon discharge from hospital was 170m/dl. Lm's total stay in the hospital was 24 hours. Prodigy sent replacement and prepaid envelope requesting return of suspect system.